Event description:
A customer reported issues with their pump, which had problems charging and required manipulation of the cable to achieve a proper connection. There was no reported adverse impact. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.